Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured between the blades during first inflation at 8 atmospheres for 15 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) b5 - describe event or problem: updated. Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device identified no issues with the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole, distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. During leakage testing, an attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU, however, a leak was noted coming from the pinhole, distal to the proximal markerband. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured between the blades during first inflation at 8 atmospheres for 15 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the 90% stenosed target lesion was located the mildly tortuous and moderately calcified second right posterolateral segment.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured between the blades during first inflation at 8 atmospheres for 15 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the 90% stenosed target lesion was located the mildly tortuous and moderately calcified second right posterolateral segment.